Event description:
It was reported the insulin pump alarmed motor error. Customer's blood glucose was 94 mg/dl. Alarm was explained and cleared. The device was not exposed to a magnetic field. Customer was advised to do deliver five units and the device did not alarm. Customer was able to fill the tubing manually. Customer was advised to exchange device. No further information reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.